Event description:
It was reported that the 4-40 stud was broken off. No further info is available. No further contact is available. Unknown if involved in a case. No patient consequence occurred.

Manufacturer narrative:
Information anticipated, but unavailable at this time.